Event description:
The reporter indicated that 13.2 vticmo 13.2 implantable collamer lens of -6.0/1.0/73 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6)2021 the lens was exchanged for a longer length lens due to low vault and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity, race: unk. This product is not marketed in the us. (B)(4).